Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If additional information is received, a follow up report will be filed.

Event description:
It was reported that the cbc ii unit worked for the first day of use. After the first day of use, it stopped re-infusing and was then used as a drain. The patient did not require a blood transfusion from either a blood bank or pre-donated blood.